Event description:
Rubber plunger on cassette appears to have a 1/2 inch slanted cut on the side. The clear hard plastic component is intact. The cut does not appear to go all the way through the plunger.